Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6a, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.